Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b5, b6, d6b, h6.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported "deflation/rupture". This report is for the left side. The device have been explanted and replaced.

Manufacturer narrative:
Lab analysis: ased on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed broken assessed as surgical damage also observed an opening assessed as surgical damage and missing piece of shell assessed as inconclusive. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.